Event description:
I have a philips dreamstation CPAP machine. When I called my provider, they told me the product was under recall and should stop using it. I called my neurologist and he told me to stop using the machine, but had no other suggestions. I have used a CPAP machine for 9 years and have a significant trouble sleeping without it. I cannot find anyone, including your office, who can tell me when I can get a replacement or what I should expect in terms of resolving the problem. I would at least like information beside the useless, generic info on the philips website. FDA safety report ID# (B)(4).